Event description:
The physician intended to implant a 3.0 mm diameter x 38 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the lcx. The target lesion exhibited 90% stenosis, calcification and tortuosity. The lesion was pre-dilated once using a 2.5 x 15 mm balloon up to 14 atm's. Thirty percent stenosis remained following pre-dilation. Resistance was encountered advancing the resolute integrity device to the target lesion. The stent could not be advanced through the tortuous second curve of the lcx and the device was removed. Stent damage was observed on removal. Further pre-dilation was subsequently performed. The device had been inspected prior to use with no issues noted. No clinical sequelae were reported.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly flared. A number of struts on the 1st, 10th, 11th and 26th proximal stent segments were raised and partially overlapping.

Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent), patient's condition affected effectiveness of device (calcified and tortuous target lesion). Conclusions: device failure/lack of effectiveness related to patient condition (calcified and tortuous target lesion). (B)(4).